Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) pump removed and replaced due to the pump starting to erode and the scrotal incision starting to open up. The explanted pump will not be returned for evaluation. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.